Manufacturer narrative:
(B)(4)

Event description:
Procedure:according to the reporter:person reporting said-the two devices were found broken before using. Corrective action taken relevant to the care of the patient: opened and used another endo grasp device and finished case. Patient outcome: no incident- case completed. Additional information. What part of the device was broken? It appeared to be the shaft had come away from the handle on both-at the join.